Manufacturer narrative:
The insulin pump was received with unresponsive buttons corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to unresponsive buttons. The insulin pump was also received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer reported that the insulin pump had cracks and the bottom part popped off. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.